Manufacturer narrative:
Visual and microscopic analysis of the returned device identified an extended sharp opening. A weight test of the explanted material was verified and it was underweight. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening assessed as unidentified (tear) opening.

Event description:
Physician reported a patient with pain of the right breast side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports a patient with pain of the right breast side. Device has been explanted.